Event description:
Handpiece overheated during an extraction procedure for tooth #17 and tooth #32, patient sustained a small burn to their lower lip. The patient is reported to have healed normally without any need for additional medical treatment.